Manufacturer narrative:
Pt information was not provided by reporter. Lot number was not provided by the reporter. Without a lot number, it is not possible to determine the manufacturer date or expiration date. The customer reported they have also been using the product for endotracheal tube securement in their pediatric ICU and have not had any reported issues. A 3m representative provided product re-training. The facility found the training valuable and continue to use the product. To maximize adhesion of multiporetm dry surgical tape for tubing securement, the following application techniques are recommended: 1. Apply 3m¿ cavilon¿ no sting barrier film to protect at-risk skin. Allow to dry completely before applying tape. (With following disclaimer) *3m¿ cavilon¿ no sting barrier film may be applied to adults, children and infants over 1 month of age. Cavilon no sting barrier film is not recommended for infants under 1 month of age. 2. Apply tape to clean, dry skin and devices. 3. Apply tape with some tension to reduce gaps and looseness, but do not overstretch the tape to devices and skin. 4. After application use firm pressure to maximize adhesion to tube and/or skin. 5. If possible, spiral the tape around the tubing to maximize surface area of adhesive to tubing. 6. Monitor tape adhesion periodically. It is recommended tape be replaced if it becomes overly saturated, loose or soiled. 7. Access the following link for additional training videos:go.3m.com/ctsapplications 8. Please work with your local sales representative for additional training as needed.

Event description:
A respiratory therapist reported a neonate experienced an unplanned extubation when their endotracheal tube was secured with 3730-0 multipore dry tape. The neonate was not reintubated and did not experience any known adverse consequence. Nasal continuous positive airway pressure (CPAP) was used for respiratory assistance following the event.